Event description:
It was reported that the experienced a loss of therapeutic effect and pain when she went to the bathroom or increased their stimulation on their implantable neurostimulator (ins). It was also reported that she fell on her right side (same side as the ins) in the last week of (B)(6) 2012 and went to the emergency room where she was told nothing was wrong. She then went to her primary care physician where it was determined that, based on x-ray, she had 8 broken ribs. The patient stated that she did not feel any changes to the ins therapy until a week ago and described the changes as a sudden onset. It was noted that she hasn't catheterized herself in a while and believed she could not get an infection now that she was using the ins. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3093-28, lot# v865456, implanted: 2012-(B)(6), explanted: na, programmer model 3037, serial# (B)(4). (B)(4).

Event description:
Additional information was received from the patient's physician. The patient reported "having difficulty" with the implantable neurostimulator (ins) during a visit on (B)(6) 2012. No abnormal impedances were measured and the patient was negative for a urinary tract infection. Post void residual was 0 ml after voiding. The patient told the physician she was concerned about the ins after suffering a fall, but there was no bruising at the implant site and the device appeared to be working normally. The patient was using program 2 at 1.6 v and averaging 3 bladder voids a day. There was no surgical intervention or hospitalization and the patient outcome was reported as non-serious injury/illness. If additional information is received, a follow up report will be sent.